Manufacturer narrative:
Touch screen user interface malfunction. Substituted the component and the device has been restored to full functionality. We are unaware of any delay of treatment or any patient damage during the failure.

Event description:
In surgical laser the main touch screen is not working properly. If touched there has been any reaction. Unaware of the timing of the problem of it any patient was involved.